Event description:
When the physician was rewiring a line, the wire was felt to be "balled" up and was pulled through the umbilical vein catheter and this is when the wire tip separated and migrated. Physician felt the tip was separated by pulling the "balled" up wire through the catheter. The pt was taken to surgery and the tip was removed from the super vena cava.